Manufacturer narrative:
(B)(4).

Event description:
During a follow up, a change in the threshold of the right ventricular lead was noted. Upon revision, the lead was found to have perforated the ventricular wall. When an attempt was made to reposition the lead, the helix would not extend, and the lead was replaced. A thoracic echocardiogram was performed and no tamponade was noted. No further intervention was performed and the patient was discharged in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. All tip stiffness values tested within specification. An x-ray examination found that the inner coil was over torqued, consistent with reposition or explant damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found cuts in suture sleeve consistent with an explant procedure. No other anomalies were noted.